Manufacturer narrative:
The device was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant this pacemaker detected right ventricular (rv) loss of capture (loc) due to high threshold measurements. An x-ray was performed and ruled out rv lead dislodgement or system migration. Surgical intervention was performed and a blood clot was observed in the rv port of the device header. The rv lead was tested on the pacing system analyzer (psa) with normal lead measurements. The device was explanted and replaced due to suspected header issue. The rv lead remains in service. No additional adverse patient effects were reported.